Event description:
It was reported that a patient sustained superficial burns to the bikini and axilla areas following hair removal treatment with a lumenis lightsheer duet laser et handpiece. No information regarding a report of serious injury or any medical intervention to preclude serious injury was reported.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. Subject device malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. Furthermore, the expert concluded the reported treatment setting were appropriate